Manufacturer narrative:
The device was returned for evaluation. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported complaint. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose reached 57 mg/dl after wearing the pod between 36 and 48 hours. The customer also stated that he was admitted to the hospital with hypoglycemia and treated with oral glucose, he stated that the health care provider at the emergency room had him drink orange juice and his blood glucose reached 400 mg/dl.